Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part # 04.038.100s lot # h109252, release to warehouse date: 06 july 2016, expiration date: 31 may 2026, manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 100 mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfna procedure was performed on (B)(6) 2016. A revision surgery was performed on (B)(6) 2017 of the tfna nail and lag screw. The patient is reported as having a nonunion of subtrochanteric fracture of the left leg. It is unknown when the nonunion was noticed. The implants were removed intact. Patient was revised to a 95 degree adult leg plate. There was no delay in surgery and patient is reported as being stable condition. Implants will not be returned. This complaint involves two devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that it is unknown if a distal screw was implanted originally or taken out at a different time. The only implants that were taken out during the procedure on (B)(6) 2017 were the nail and the lag screw.